Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reporting rupture. Device remains implanted. The affected side is unknown.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Fax: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.